Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The devices were received for evaluation; the event for leaking was not duplicated during testing, though the event for heat was duplicated during testing. 1 device was found to have the nose tip separating and corrosion, debris affecting internal components and 1 device was affected by debris and corrosion. The device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device overheated and leaked. Both devices leaked at the user facilities and when returned to stryker, both overheated. Regarding the leaking, there was unknown patient involvement with one device and patient involvement with one device; no patient impact. Regarding the hear, there no was patient involvement; no patient impact.